Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient tried to increase stimulation, they weren¿t able to because they were getting the ¿settings not available¿ screen. The patient stated then randomly hours later, their stimulation would ¿shoot up¿ (increase on its own) and it would go from 6.1v up to 8 ¿something volts¿. The patient stated that ¿things seemed to work on and off because the implant allowed them to turn stimulation up at some points and not others. The patient stated that they had issues happen on both groups (a and b). The patient stated that their ins was at a 50 percent charge. It was recommended that the patient charge their ins up to 100 percent. The patient stated that they hadn¿t had any falls/traumas prior to the ¿settings not available¿ message. The patient was redirected to follow-up with their healthcare provider (hcp) as the patient didn¿t want to decrease their stimulation down to zero and back up to see if that allowed them to increase stimulation further than they had been able to. The event began on (B)(6) 2020. Additional information was received from the rep on 2020-02-12, reporting that the patient was unable to increase stimulation and noted that the patient had had numerous falls which may have contributed to the issue (contradicting the previous report of having no traumas/falls). The rep connected the tablet and ran an impedance check which showed that contacts 0 through 7, 11 and 14 were 40000 ohms (had red x¿s). The patient was reprogrammed on the contacts avoiding the high impedance contacts. It was indicated that the issue was not resolved and the patient would schedule a consult appointment with their physician as it was indicated that surgical intervention was planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The leads were removed and returned for analysis. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead; product ID: 97792, lot# unknown, product type: accessory; product ID: 97792, lot# unknown, product type: accessory. Analysis of 977a260, serial# (B)(4) found that all 8 conductors were broken at the anchor site 19.4 cm from the distal end of the lead. Analysis of 977a260, serial# (B)(4) found that all 8 conductors were broken at the anchor site around 15.0 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.